Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External visual inspection of returned material revealed physical damage to right ang ext cable. No software malfunctions or anomalies were observed. Patient data back-up performed without errors using returned gsm modem. A golden right ang ext cable was used for performance testing due to fray wiring to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. Unit passed diagnostic test. Complaint of ¿the unit would not power on¿ confirmed. Unit determined to have power malfunction due to fray wiring to right ang ext cable.